Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Issue of the cotton having a string [device breakage]. Deformed tube [device physical property issue]. Case narrative: consumer reported via phone that the tampon had an issue of the cotton having the string. No injury was reported.